Manufacturer narrative:
The reported issue was addressed with phone support. The technical support engineer (tse) was contacted to troubleshoot unintuitive motion issue of a 30-degree endoscope. The tse advised that the issue could be resolved by applying the instrument clutch button to reset the guide tool change. No site visit was conducted. The system was working properly and no additional action was required. The 30-degree endoscope has not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received. No image or procedure video was provided for review. The lot # was not provided. Therefore, an instrument log review of the product related to the complaint cannot be performed at this time. This complaint is being reported based on the following conclusion: it was alleged that the endoscope moved freely with uncontrolled motions. Poor camera control could result in unintuitive motion and subsequent tissue damage. At this time, the root cause of the failure is unknown, and the issue was resolved. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted proximal gastrectomy surgical procedure, the 30-degree endoscope rotated with unintended orientation after it was installed on the arm. The technical support engineer (tse) advised the customer to reset the guide tool change by pressing the instrument clutch button to resolve the issue. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the endoscope was inspected prior to use with no issue. The unintended orientation of the endoscope was resolved from the touchscreen monitor during the procedure from the touchscreen monitor. Based on the additional information provided in the follow-up, the camera orientation was resolved through a manual update to the touchscreen monitor. This indicates that there was no underlying product malfunction.

Event description:
Refer to h10/h11 for follow-up information.